Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had high thresholds on the right ventricular (rv) lead for the past year. It was noted that the rv lead had a sudden increase in threshold and impedance about a year ago. The patient will continue to be monitored by the physician and the rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.